Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter with a stopcock attached. The catheter was visually and tactilely inspected; there was blood and contrast in the inflation lumen and the distal tip was damaged. Microscopic examination of the balloon revealed a longitudinal tear on the distal end of the balloon. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 4mm x 20mm x 144cm coyote es was selected to dilate the target lesion. The balloon ruptured within the rated burst pressure, number of inflations and to what atms unknown. The device was removed intact. No patient complications were reported and the patient's status was good.